Manufacturer narrative:
(B)(4). Date sent: 7/10/2025. B3: exact date is unk. Assumed first day of the month. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number: 27686, and no related nonconformance's were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number: 27686, and no related nonconformance's were identified. Additional information: patient identifier: (B)(6), (B)(6), sex: male, age (at time of consent): 25 years, start date: on (B)(6) 2023, alert date: on (B)(6) 2023. Country of event: us. Model: lxmc15. Device lot number: 27686. Date of surgery: on (B)(6) 2023. Adverse event term: dysphagia. Adverse event term: abdominal pain. Site awareness date: 27 apr 2023, severity: mild, relationship to study device: causal relationship, intervention/treatment: none: no, outcome: recovering/resolving. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: blank did this event result in the patient¿s discontinuation of the study? No. Intervention/treatment: none: yes. Intervention/treatment (check 'none' or all that apply) none: no, yes. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? N/a. Relationship to study device: causal relationship, possible. Relationship to study procedure: causal relationship, probable. Log line 1 updated. If the event is marked as being related to the procedure, indicate which procedure the event is related to: index. Log line 2 updated. Relationship to study device: causal relationship, unlikely. Relationship to study procedure: causal relationship, possible. Log line 2 updated. If the event is marked as being related to the procedure, indicate which procedure the event is related to: index, start date: on (B)(6) 2023, alert date: on (B)(6) 2025, country of event: us, model: lxmc15, device lot number: 27686, date of surgery: on (B)(6) 2023, adverse event term: abdominal pain. Patient details. Patient identifier: (B)(6) site country name: united states, sex: male, age (at time of consent): 25 years. Additional event details: site awareness date: 27 apr 2023, end date: 27 apr 2023, severity: mild, is the adverse event serious? No, death: no, date of death: blank, life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient. Hospitalization or prolongation of existing hospitalization: no admission date: blank. Discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: unlikely relationship to primary study procedure: possible if related to the procedure, indicate which procedure the event is related to: index. Intervention/treatment: none: yes, dilation performed: no, indicate type of dilation? Blank, date of dilation: blank, diagnostic intervention: no, diagnostic imaging: no, drug therapy: no, observation: no, linx explant: no, other surgical intervention: no, other intervention/treatment: no, if other specify: blank, outcome: recovered/resolved. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: n/a did this event result in the patient¿s discontinuation of the study? No. Outcome: recovering/resolving, not recovered/not resolved. Drug therapy (prescription): no, yes. Intervention/treatment: (check 'none' or all that apply) none: yes, no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6) experience, dysphagia, abdominal pain. Relationship to study device: casual.